Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm, line number 459 and file ID 32000. Unable to determine the root cause per r&d. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump repeatedly gave an error alarm that indicated a failed safety check and would crash. Troubleshooting was performed and the customer was able to rewind the insulin pump, however the repeated alarm was unable to be resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
.